Event description:
Caller reported a malfunction on pump which did not result in any notable events prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support to reset malfunction code identified as malf 12, which successfully resolved the issue. Customer was advised to continue using the pump and contact support again if any issues recur, and caller acknowledged and understood.